Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using pump supplies for 4 days. Tandem technical support instructed customer to changed pump supplies every 24-48 hours per the user guide. Customer's blood glucose was in the high 400s mg/dl. Elevated blood glucose was addressed with a bolus via the pump and a manual insulin injection. Customer went to the emergency room (ER) with a blood glucose of 500 mg/dl and high ketones. Customer stayed in the ER overnight and was subsequently admitted to the intensive care unit (ICU). Customer was treated intravenously with saline and insulin, and was released from the hospital the same day with the issue resolved and no permanent damage. Upon follow up, customer reported they had reverted to multiple daily injections (mdi) for insulin therapy.